Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor electrical values which required repositioning. During repositioning, the helix on the lp was sprung. A different lp was used to complete the procedure. The patient was in stable condition.